Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device discarded.

Event description:
It was reported that the abutment screw for site #13 was discovered to be fractured. The patient was sent back to the oral surgeon and the broken portion was removed and replaced with a healing abutment. The implant was assessed at site #13 and the implant was integrated. The screw was discarded so they have no parts to return.